Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant there was a grommet/setscrew problem. The impedance in the right ventricular (rv) port was found to be high and after cleaning and reconnecting, it was still high. When the impedance was checked through the analyzer, it was found to be normal. Following, connection to the rv port was attempted; however, the lead could not be "pushed in over the screw." Additionally, attempts were made with different screw drivers to "unscrew," but were met without success. The device was removed and a different one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.